Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(6). (B)(4), the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary fully covered rmv stent was implanted in the bile duct to seal a leak during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s papilla lies in a diverticulum. According to the complainant, during an endoscopic retrograde cholangiopancreatography procedure (ercp), on (B)(6) 2016, it was noted that the stent was occluded due to tissue ingrowth in the papilla. A second stent was implanted stent-in-stent within the first stent. On (B)(6) 2016, during a planned removal, the physician was able to remove the second stent; however, the first stent could not be removed because the stent was embedded deep into the papilla and only a small piece of the retrieval loop was visible. Reportedly, the lumen of the stent remains fully open and provides good drainage. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.